Manufacturer narrative:
(B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During pta of a lesion in the inferior vena cava with 75% stenosis, no calcification and no vessel tortuosity, a 7f 20x4 110cm maxi ld balloon catheter ruptured at 3 atm. The procedure was successfully completed with another balloon and there was no report of patient injury. The product was stored, handled, and prepped according to the IFU. There was no difficulty removing the product from the hoop. There was no unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. The device didn¿t pass through an acute bend. There was no difficulty advancing the guide wire towards the target lesion. There was no difficulty advancing the device towards the target lesion. It was the first time the balloon was inflated and inserted into the patient. No unusual force was required when using the device. The procedure was completed successfully when the physician removed the balloon with the guide wire and changed to another balloon. The balloon will be returned for investigation.

Manufacturer narrative:
This report includes additional failures (balloon withdrawal difficulty and balloon separation) which were noted during the analysis and were confirmed to have occurred by the reporter. During pta (percutaneous transluminal angioplasty) of a lesion in the inferior vena cava with 75% stenosis, no calcification and no vessel tortuosity, a 7f 20x4cm 110cm maxi ld balloon catheter (bc) ruptured at 3 atm (three atmospheres). The procedure was successfully completed with another balloon and there was no report of patient injury. The product was stored, handled, and prepped according to the IFU (instructions for use). There was no difficulty removing the product from the hoop. There was no unusual noted about the packaging or product prior to use. There was no kink noted on the device prior to use. The device didn¿t pass through an acute bend. There was no difficulty advancing the guide wire towards the target lesion. There was no difficulty advancing the device towards the target lesion. It was the first time the balloon was inflated and inserted into the patient. No unusual force was required when using the device. The procedure was completed successfully when the physician removed the balloon with the guide wire and changed to another balloon. Analysis of the device indicates the balloon is separated. Additional clarification received from the affiliate indicates "the guide wire terumo 035¿ was used in the surgery. After the balloon rupture, the balloon could not be withdrawn from the wire. The surgeon had to remove them as a unit. However, the guide wire was still attached with balloon. The surgeon needed this wire to continue the surgery. Therefore, he or she removed the maxi balloon with high force which caused the balloon to separate from the delivery system." The device was returned for analysis. One non-sterile unit of maxi ld 7f 20x4cm 110cm was returned. Per visual analysis it was noticed that the balloon section was separated from the catheter and it was not returned for analysis. No other issues were found. A leak test could not be performed due to separation. The outer diameter of the proximal balloon seal could not be measured due to the separation found at the proximal balloon seal area. Sem analysis showed that the outer and inner body surface presented evidence of elongation at the surroundings areas of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. A device history record (DHR) review of lot 16072262 revealed no anomalies or non-conformances associated with the reported event. The event reported by the customer as ¿balloon - burst-at/below rbp (peripheral)¿ could not be confirmed as the balloon was separated and it was not returned for analysis. Based on the information available for review, vessel characteristics (a rate of stenosis of 75%) may have contributed to the burst. The event reported by the customer as ¿pta system - withdrawal difficulty¿ could not be evaluated due to the condition of the returned device. However, the device did not present any obvious indications of manufacturing defect or anomaly. The event reported by the customer as ¿balloon - separated - (peripheral)¿ was confirmed. However, the cause of the balloon separation could not be conclusively determined during the analysis; neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken.